Manufacturer narrative:
(B)(4). Location : hospital. Product analysis : macroscopic and optical examination did not identify thread crest or flank damage. Functional evaluation with a sample mas found the implant was able to be fully engaged into the mas head without issue. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.

Event description:
It was reported that the patient underwent surgery due to scoliosis (B)(6) 2015, during the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The patient's current status is normal.